Event description:
It was reported that the customer experienced low blood glucose levels since beginning insulin pump therapy. The blood glucose reading was as low as 41 to 44 mg/dl. The customer stated that he was doing well, however. He noted that he changed the settings to address the issue and did observe some improvement. He reported that he still noticed low blood glucose when he had delayed meals. He declined troubleshooting for low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.